Event description:
A hosp charge nurse reported that a disposable clip used for endoscopic hemostasis in the gi tract did not completely attach to a pt's tissue during an endoscopic procedure. Although the clip was fully placed on the tissue during a second attempt, it subsequently fell off. The pt was taken to surgery for repair of the visible vessel, and according to the nurse, there were no post-procedural complications associated with the occurrence.